Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. It was also reported that the wake button was delayed in responding to touch. The customer was unable to resolve the issue and reverted to multiple dose injections for insulin therapy. A replacement pump was sent. Customer¿s blood glucose level was 128 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.